Event description:
It was reported by the aci vascular closure specialist that a (B)(6) patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f terumo sheath. Peri-procedure, the patient was anti-coagulated with angiomax, aspirin and plavix. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site. Following the procedure, the technician who is a trained user, selected a mynxgrip vascular closure device 6f/7f to close the access site. The device was prepped per the IFU. It was reported that after the device was deployed a 6cm by 6cm hematoma formed, hemostasis was not achieved. Manual compression was applied to the access site for 20 minutes at which time hemostasis was achieved. The patient was hospitalized for reasons unrelated to the mynx device/mynx procedure. During the patient's hospital stay a pseudoaneurysm was confirmed via ultrasound. The pseudoaneurysm was managed with 60 minutes of manual compression. A follow up cat scan was performed on (B)(6) 2013 which revealed no sign of a pseudoaneurysm. The patient was discharged from the hospital on (B)(6) 2013 with no further complications noted. The technician noted that the stick could have been a sidewall stick.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.